Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that three days after implant, oversensing was noted on the right ventricular channel. The oversensing resulted in loss of biv pacing and ventricular fibrillation markers. X-ray was performed and the lead positioning has not moved since implant. Boston scientific technical services (ts) reviewed the information and suspected the right ventricular lead distal coil was near or across the tricuspid valve. Reprogramming the sensitivity was not recommended as this may result in the inability to sense ventricular fibrillation appropriately. Ts recommended repositioning the lead based on the physician's discretion. This lead was successfully repositioned. No additional adverse patient effects were reported.